Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's wire was replaced after a year. The patient stated the reason for the replacement was due to the patient not getting coverage in their left thigh. No further complications were reported. No additional patient symptoms were reported. (Please refer to (B)(4), software problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the wire wasn't reaching the area. The patient said they met with someone on (B)(6) 2019 and they readjusted the remote. No further complications were reported.